Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the reported error code "maintenance required code #5". This code indicated that the helium pressure transducer was out of calibration. The stm calibrated the transducer. The iabp then passed without any problems. The stm then performed all system & calibration checks and cleared the iabp for clinical use.

Event description:
It was reported by a getinge cardiac assist sales manager that when the cs300 was powered up for in-service training they received a "maintenance required code #5" message. And there was no helium icon on the screen. No patient involvement or adverse event was reported.